Event description:
Philips received a complaint by the customer on the v60 indicating that there was a high flow failure. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that there was a high flow failure. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp performed testing according to the service manual (leak, pressure accuracy, air delivery, air flow, oxygen (o2) flow accuracy, o2 mix accuracy) and could not duplicate the reported issue as the device passed all of the tests. The asp then replaced the gas delivery system (gds) to mitigate the potential for the problem to reoccur and performed all testing associated with the replacement of the gds per the service manual. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time.